Event description:
It was reported that during the pta/stenting treatment procedure, the sentinol nitinol biliary stent became kinked. The device was advanced to the target lesion in the superficial femoral artery. During delivery, the stent became kinked resulting in a 2-3 cm decrease in stent length. The physician indicated stent placement was adequate and the procedure was completed. No pt injuries or complications were reported. The pt's status was reported as 'ok'.